Event description:
It was reported that a patient had a return of symptoms on (B)(6) 2013 and the patient used to feel stimulation closer to the rectum area and now it was more in the vaginal area. It was noted that the patient fell around (B)(6) 2013 on the right buttock bone and had a huge black and blue mark on the left butt cheek. It was reported that the patient was on program 2 at 1.9 volts and the patient would like to make an appointment with her healthcare provider and talk to the healthcare provider before making changes to stimulation. It was noted that there was a loss of therapeutic effect. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0bx4s, implanted: (B)(6) 2013, product type: lead. (B)(4).